Event description:
The graft was placed as an axillo-femoral bypass in a male pt. Approx 11 months postoperatively, the pt was at the hosp for routine f/u examination. Reportedly, while the pt moved his arms over the head during the examination, the graft tore. "Exploration" revealed a complete graft disruption between two "fep" rings. The torn graft ends were removed and an interposition was placed.